Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center also found the power switch needs to be upgraded to resolve the sticking problem. The receptacle board needs to be replaced. Software upgrade recommended. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus the device doesn't work with the 180 series at time and may have a bad output socket. The device was returned for repair. The olympus service center confirmed the reported event, the video connector socket is loose which is a reportable event. No patient or procedure involved when the reportable event was identified.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the delivery date of the equipment is unknown, but it is estimated that more than 6 years have passed since it was manufactured in 2013. Therefore, it is presumed that the video connector socket wears due to repeated use for a long period of time, the video connector socket fails (loose paddle), and the image disappears. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.